Event description:
An angio-seal vip was deployed. Six hours later, the pt heard a "pop" and was sent to the operating room for repair. The pt did fine with the repair. The pre-development angiogram showed that the stick was in the appropriate place and appeared to be disease free.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses.